Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted around the time the issue began. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The issue was resolved after the customer used the same tandem wall adapter and charging cable to address the problem. Cts advised the customer on resetting insulin on board and max hourly bolus, manually restarting cgm sessions, and monitoring the situation, encouraging contact if the issue persisted.